Event description:
It was reported that during an unspecified interventional treatment procedure, the pt2 light support 300 cm straight tip guidewire became caught on the neuroform 3-4.5/20 mm stent delivery system and required additional intervention in order to remove it. The physician deployed the neuroform stent using the pt2 wire, which is not the recommended wire for the procedure. When removing the stent delivery system, the delivery system became caught on the pt2 guidewire. When they were unable to remove the delivery system intact, the system was broken apart for removal. The pt2 guidewire was removed and replaced with the dfu recommended guidewire to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as "good".